Manufacturer narrative:
Product ID: 355531, lot# n286508, implanted: (B)(6) 2011, product type: screening device. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 283350001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-39, lot# n304121, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the ins (implantable neurostimulator) had been removed because the battery was depleted. It was stated that the patient didn't recharge because of health issues so the ins was being replaced at the time of the report by a non-rechargeable ins.